Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7242754. Medical device expiration date: 2022-08-31.  Device manufacture date: 2017-09-25. Medical device lot #: 7184875. Medical device expiration date: 2022-06-30. Device manufacture date: 2017-07-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found while using a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray between the first and second rib of the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: no visual defects were detected on the syringe. The complaint lots were manufactured in a >3 month time period under various conditions using components that were not common to each lot. The molded components were manufactured with 9 different molds. The leakage is random and there are no specific trends for molds or cavities within the molds. Bd does not believe that the manufacturing process is related to the reported leakage issues. No corrective action is required. On 18april2018 update: proper user technique when preparing syringes can also be helpful in preventing this situation, especially with larger syringe sizes (e.g., 30 ml and 60 ml). As a syringe is being filled with the vial inverted and the syringe below the vial, there may be a tendency to pull the plunger rod at an angle toward the user and not always maintain a vertical alignment with the syringe barrel. With an increased amount of fluid in the syringe, the ribs of the stopper may be angled enough to cause leakage past the stopper ribs. It is always important to ensure vertical alignment of the plunger rod with the syringe barrel when withdrawing a solution using this inverted vial technique. The practice of storing medication within the syringe by the customer is considered an off-label use. In addition, environmental conditions during shipping outside of bd's control may have had an unknown impact on the syringes. Both factors may have contributed to the leakage condition. On 18april2018 update: in assessments bd has made, leakage into the area between the first and second ribs of the stopper retains the sterility of the fluid and in most instances has no impact on the volumetric accuracy of the delivery of the medication. A batch review of the complaint lots (including all of the affected columbus west lots) was conducted. No issues affecting leakage were recorded during the manufacturing process. Dimensional measurements and functional testing performed at the time of manufacturing was acceptable. The complaint is not confirmed based on the use and conditions communicated by the customer. The customer reported leakage from other sizes and brands of syringes during the same time period and the syringes may have been shipped in -30° c weather. The syringes were also used in an off-label manner via storing medication.